Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: chief perfusionist. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and product-release judgement record of the involved product code/lot# combination was conducted with no findings. The involved quantity was reported by the user facility as two, however, based on the additional information received on 11sep2020, it was confirmed that the reported two devices were used in two different cases. See MDR 9681834-2020-00185 for the first device reported by the user facility. (B)(4).

Event description:
The user facility reported the involved capiox reservoir leaked before bypass, during prime. They feel that the issue is that the reservoir outlet curves a bit. The surgery was completed successfully. The product was changed out. There was no blood loss as a result of the issue. The procedure was not delayed. There was no patient injury.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section d9, to update section h3, and to provide the completed investigation results. It was initially reported that the actual sample was available; however, it was confirmed to not be available. Therefore, the device available status has been updated in section d9. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. IFU stats: do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off. Do not use an oxygenator and reservoir that leaks. Replace it with another capiox fx05 oxygenator and reservoir. Ensure that all connected parts including the luer caps, the lock adapters and the port caps are securely affixed. Loose connections may cause contamination or a blood leak. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.